Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, mpo dynasty liner revised with the dynasty liner sourced in preparation for the suspected infection. Rep doesn?t have any information on any other components that may have been revised during this case. (B)(4).

Manufacturer narrative:
Section b.5: additional information in description/ section d.1: brand name has been updated/ section d.4: model# and lot# has been updated.

Event description:
Allegedly, mpo dynasty liner revised with the dynasty liner sourced in preparation for the suspected infection. Rep doesn't have any information on any other components that may have been revised during this case. Additional information received 10 april 2024: patient did not have an infection. Therefore, the liner was not used during the first revision operation (incident group: (B)(4). The patient underwent a second revision operation a couple days later due to dislocation. The dynasty liner was then used during the second revision operation. (B)(4).